Event description:
IV started on patient; when the t-piece was connected it began leaking when sedation medication being administered. Patient was agitated, and was in danger of losing entire IV because dressing was sliding off due to leaking fluid. Patient was sedated and t-piece replaced and dressing changed. Patient was not injured.